Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead 2009 (B)(6); 419578 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found.

Event description:
It was reported that the patient had endocarditis and bacteremia requiring the removal of their implantable cardioverter defibrillator (ICD) system. The patient was reported to be enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.